Manufacturer narrative:
Product event summary: the full lead was returned for analysis. The inner insulation of the lead became extrinsically distorted due to kinking/buckling. The outer insulation of the lead became extrinsically distorted due to kinking/buckling. Visual summary analysis of the lead indicated damage at implant and indicated stretching.

Event description:
It was reported that prior to implant the right ventricular (rv) lead helix was tested. The helix of the lead would not extend during rotation. The lead was replaced with another lead. No patient involvement was associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.